Event description:
The customer reported via phone call that she had high blood glucose and hospitalized. The customer's blood glucose was 385 mg/dl. The customer was vomiting due to high blood glucose. The customer declined high blood glucose because she went to urgent care not hospital. The customer just wanted know what auto off was. Customer declined further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.